Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a false start during a refractive procedure. Upon follow up, this occurred after the laser was fired. No patient harm or patient movement was noted.

Manufacturer narrative:
Additional information provided. Review of the logfiles for the day of treatment showed during start up, the vacuum check, the energy check and the ablation check were performed successfully without issue. The logfile showed during the docking phase of the reported treatment, the user had some trouble achieving good suction 2 value. During the bed cut of the reported treatment, the message 'suction pressure pump 2 too low' and warning message 'vacuum pumps stopped - treatment is cancelled' appeared and the system aborted the treatment. The warning message was shown because the suction value for suction two was oscillating at the lower limit. The user restarted the aborted treatment and performed it successfully. The reported problem was caused by not good docking and most possible the movement of the patient´s eye which caused the system to exceed the lower warning limit and aborted the treatment. No technical failure can be identified by reviewing the logfile. The manufacturer internal reference number is: (B)(4).